Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the retaining ring that holds the light head and yoke together was missing. The technician could not confirm if the retaining ring became loose and fell out of its location or was not replaced during previous servicing activities. A new light head has been ordered, and the unit is currently out of service pending repairs. A follow-up report will be submitted once the repairs have been completed.

Event description:
The user facility reported that their light handle assembly detached from their harmonyair a-series lighting system during patient procedures. The handle assembly did not fall but rather remained connected to and supported by the light head wire harness. The procedures were completed successfully. No report of injury.

Manufacturer narrative:
The technician replaced the surgical light head and confirmed all components were present and properly installed. The harmonyair a-series lighting system was returned to service. No additional issues have been reported.